Event description:
A nurse reported that this peritoneal dialysis (pd) patient has peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on 05/sep/2024 with complaints of abdominal pain and cloudy pd effluent. The nurse instructed the patient to save the pd effluent bag and bring it into the pd clinic the following day. Additionally, the patient was instructed to begin an antibiotic regimen with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). On (B)(6) 2024 the patient was seen in the pd clinic. The effluent was sent for culture and sensitivity testing. The culture resulted positive for serratia rubidaea with a white cell count of 18,822. The vancomycin was discontinued. The patient was instructed to continue with ip ceftazidime 1g for 21 days administered in a mid-day manual exchange. The patient was not hospitalized for the event. The suspected cause of the peritonitis event is contamination from unclean shower heads in the patient¿s home. The pdrn stated there are many concerns with the patient¿s home environment. The patient¿s spouse assists the patient in set-up of the pd treatment. The spouse has re-used drain lines and other supplies in the past. Other pd nurses that have conducted home visits have documented the unclean state of the home. Furthermore, there is concern that the patient and spouse are not utilizing masks or proper handwashing techniques. If the patient has any subsequent events, the doctor will remove the patient from pd therapy.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and the utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the peritonitis event and the use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this event. It is suspected that the peritonitis was caused by contamination by unclean shower heads in the patient¿s home. In conjunction with suspicion of the patient not masking or handwashing properly. This is supported by the culture result of serratia rubidaea, an organism commonly found in water, soil, the respiratory tract and skin wounds. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that this peritoneal dialysis (pd) patient has peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient contacted the on-call nurse on (B)(6) 2024 with complaints of abdominal pain and cloudy pd effluent. The nurse instructed the patient to save the pd effluent bag and bring it into the pd clinic the following day. Additionally, the patient was instructed to begin an antibiotic regimen with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration not provided). On (B)(6) 2024 the patient was seen in the pd clinic. The effluent was sent for culture and sensitivity testing. The culture resulted positive for serratia rubidaea with a white cell count of (B)(4). The vancomycin was discontinued. The patient was instructed to continue with ip ceftazidime 1g for 21 days administered in a mid-day manual exchange. The patient was not hospitalized for the event. The suspected cause of the peritonitis event is contamination from unclean showerheads in the patient¿s home. The pdrn stated there are many concerns with the patient¿s home environment. The patient¿s spouse assists the patient in set-up of the pd treatment. The spouse has re-used drain lines and other supplies in the past. Other pd nurses that have conducted home visits have documented the unclean state of the home. Furthermore, there is concern that the patient and spouse are not utilizing masks or proper handwashing techniques. If the patient has any subsequent events, the doctor will remove the patient from pd therapy.